Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a pacemaker procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the vial of topical skin adhesive was opened, put on the scrub table and it was noted that part of the glass poked out of the vial. It was reported that the ampule was never broken or crushed and it came out of the package like that. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube was observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.